Event description:
It was reported that bd insyte autoguard needle pierced the catheter due to use error. The following information was provided by the initial reporter: phone call with (B)(6) following up post education. She mentioned that she had 3 occurrences of needles through the side of iagbc. Unable to tell me dates of occurrence. Reported that the nurse didn¿t follow the IFU and did a back-and-forth motion inside the vein, causing the needle to puncture the side of the ivc. Due to this, the ¿in vein activation¿ button did not work, as was stuck. Upon removal, of the device the puncture was seen. Not reported previously as determined by hospital that this was a user error, not a product fault. Followed up with hospital. No further details provided. Further support with education offered.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.